Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure after the dissection process was completed, the harvester prepared to use the vasoview hemopro 2 device to ligate branches; the device did not activate/failed to deliver any energy. The power setting of the hemopro power supply during the procedure was 3. The generator was inspected to make sure it was on and the power cords were replaced. Unfortunately, the device still did not work. Therefore, the defective device was removed from the surgical field and a new device, with a different lot number, was opened onto the surgical field. This new device worked with no issues and the case was finished with no complications. No injury occurred due to the defect.

Manufacturer narrative:
Trackwise # (B)(4) updated section: b4, g4, g7, h2, h3, h6, h10 the device was returned to the factory for evaluation on 12/15/2022. An investigation was conducted on 12/27/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the device. Charred material was also observed between the jaws. The heater wire and clear silicone insulation of the jaws were observed to be intact with no visual defects. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test 90523436 rev w. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported failure "failure to deliver energy¿ was not confirmed. The lot # 3000271983 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a